Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint of that there was an occlusion with the smartsite product when attaching it to the 10ml bd syringe could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e because a lot number was not provided by the customer. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported that ll vlv adpt(stand alone) was occluded. The following information was provided by the initial reporter: material #: 2000e batch/ lot #: unknown verbatim: clinician described an occlusion with a smartsite product #2000e when attaching it to a 10ml bd syringe #302995 for initial blood draw when starting a patient's IV on newly admitted patient in emergency room.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that ll vlv adpt(stand alone) was occluded. The following information was provided by the initial reporter: material #: 2000e. Batch/ lot #: unknown. Verbatim: clinician described an occlusion with a smartsite product #2000e when attaching it to a 10ml bd syringe #302995 for initial blood draw when starting a patient's IV on newly admitted patient in emergency room.